Manufacturer narrative:
The device was returned to olympus for evaluation, upon evaluation the following were identified: discoloration, the charge coupled device pin was corroded, there was leakage from the circuit board and cable. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus field service engineer reported that the hd 3cmos autoclavable camera head exhibited displaying images from the monitor. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that corrosion on the charge-coupled device (ccd) pins and water leakage from the switch board and cable were confirmed. It was, therefore, determined, that the reported phenomenon of ¿no image¿ occurred because the video function did not work properly due to corrosion on the ccd pins and water leakage from the switch board and cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.